Event description:
It was reported that after inserting it at the emergency center, the sterile water drained out and it was removed naturally within a few hours. Per additional information via email from ibc on 12mar2024, they could not confirm whether the balloon was damaged or not as they have not seen the actual item. Recently, there have been many lumen-to-lumen water leaks.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with syringe. With the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon was allowed to rest, and the balloon deflated passively under 5 mins. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted for op in the evening of the previous day, but it had come out the next day. Per additional information via email from ibc on 12mar2024, they could not confirm whether the balloon was damaged or not as they have not seen the actual item. Recently, there have been many lumen-to-lumen water leaks.